Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed low battery alert. It was also mentioned that batteries where going out after 2-3 days. Blood glucose level was 360 mg/dl at the time of the incident. The insulin pump will be returned for analysis. Frn- reservoir.